Event description:
It was reported when using the relion syringe, the device experienced no label or missing label information or illegible (all packaging levels). The following information was provided by the initial reporter. The customer stated: it was reported no expiration date on the box. I returned hcp' s call. She requested information on expiration date on relion syringes. No expiration date on the box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address unavailable. Bd corporate state (B)(4) was used as its place holder. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform complaint lot history check for label information missing (expiration date) due to unknown lot number. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.